Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were received and reviewed. Medical records did not contain a peritoneal dialysis fluid culture from (B)(6) 2015, peritoneal dialysis treatment records at or about (B)(6) 2015 or peritoneal dialysis progress notes on or about (B)(6) 2015 for review. Medical records did not state the treatment modality for this episode of peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The peritonitis organism, the required patient education and a prior episode of peritonitis suggest that the patient¿s peritonitis was touch contamination or break in aseptic technique. There was no conclusive evidence at this time that would indicate the patient¿s peritonitis was causally related to the patient¿s peritoneal dialysis products.

Event description:
Medical records information indicated the patient required post-peritonitis prevention education due to not wearing mask or practice handwashing. The medical records did not state when or how long the patient may have not been wearing a mask or handwashing.

Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the manufacturer's investigation accordingly.

Event description:
A review of a peritoneal dialysis patient's medical records information determined that the patient had been diagnosed with an episode of staph epidermis peritonitis. The source of the peritonitis was determined to be related to a technique failure.